Event description:
Two each short hex nut drivers it-sd1007, lot # 12172-2 which sheared off in the screw cap (nut) on a case on april 1, 2009, which are still in the pt. Two of the long hex screw (nut) drivers it-sd1006, lot # trg605 which stripped out four (4) of the screw cap during final tightening. Four of the screw caps that were stripped out from the use of the it-sd1006 lot # trg605: two 6x50 mm screws. Two 5x45 mm screws. Two 7x45 mm screws. Four locking caps.